Manufacturer narrative:
A field service engineer (fse) was dispatched to the customer's site. The fse evaluated the instrument and replaced the wash collar valve (2-way solenoid valve) to resolve the issue. The fse verified the repair as per established procedures and no further leaks were observed. (B)(4).

Event description:
The customer reported clear fluid leaked from the reagent probe of the unicel dxc 800 synchron system. The customer stated that approximately 10 milliliters of fluid was found on the instrument covers under the probe and on the laboratory floor. The customer was wearing personal protective equipment consisting of gloves, safety glasses, and a laboratory coat at the time of the event and no injury or direct exposure with the leak was reported. No erroneous patient results were generated and there was no change or affect to patient treatment in connection with this event.